Event description:
Nellcor puritan bennett received a call from representative of the user facility on 06/26. The user facility called to report the following problem: audible alarm turns off when unit is touched/moved.